Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 198 mg/dl, 98 mg/dl, 74 mg/dl, 149 mg/dl. Tests were done < 10 minutes apart with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.